Event description:
It was reported that a bd autoshield¿ duo safety pen needles were unable to deliver medication. The report is as follows, "complaint: product 329608 needle is not working. Despite the test, insulin does not come through the needle. Lot: 6068750, product: bd autoshieldtm duo, product number 329608, expire date: 03/2019, action: the customer has delivered product samples (used and unused) to the finnish office where samples will send to forward when knowing address and complaint num."

Manufacturer narrative:
Investigation summary: two sealed and three opened 30g x 8mm samples were returned from lot. No. 6068750, cat. No. 329608. Visual examination was carried out on the three opened samples and a broken non patient end of cannula was observed on one sample, a clog test was carried out on the remaining two opened samples and no issues were observed. A clog test was also carried out on the two sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd autoshield¿ duo safety pen needles were unable to deliver medication. The report is as follows, "complaint: product 329608 needle is not working. Despite the test, insulin does not come through the needle. Lot: 6068750. Product: bd autoshield tm duo, product number 329608. Expire date: 03/2019. Action: the customer has delivered product samples (used and unused) to the finnish office where samples will send to forward when knowing address and complaint num."